Event description:
A report was received that the patient was not getting a paresthesia overlap in the right leg. The patient underwent a revision procedure wherein the leads were pulled down. The patient was doing well post operatively.